Manufacturer narrative:
Follow-up #1 date of submission 07/18/2016 - device evaluation: the pump was returned and evaluated by product analysis on 06/28/2016 with the following findings: during a visual inspection of the pump, moisture was observed on the display, and the casing was observed to be cracked near the display. A leak test was performed and confirmed a casing leak at the crack near the display. The pump case was removed, and further evidence of moisture ingress was found on the printed circuit board. The complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging moisture evident behind the display screen. The reporter confirmed that there was no known physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.